Event description:
A pharmacist called on behalf of the customer. She alleged that the customer performed a control test and received a result of 187 mg/dl. A control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The pharmacist did not have the test strips at the time of the call, so further troubleshooting was not possible. No product will be returned for evaluation at this time.